Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reports "while undergoing ultrasound of the mammary glands, I was diagnosed with a rupture of the left implant". First ultrasound report shows "signs of the condition after the installation of breast implants. Deformation of the implant of the left mammary gland. Signs of moderate dyshormonal changes in the mammary glands (fibrocystic mastopathy). Signs of moderate glandular hyperplasia. Signs of cystic formations in the mammary glands." Second ultrasound report shows "signs of fibrocystic mastopathy. Bi-rads 3. Rupture of the shell of the implant. Lymphadenopathy of the axillary region on the left". Device has been explanted.